Event description:
In 2008, a surgeon was performing a unicondylar knee replacement with the tactile guidance system (tgs). High system checkpoint values during the verification step of the procedure were observed during surgery. After further confirmation, it was determined that a shift in the femoral registration had occurred. The surgeon opted to complete the surgery using manual/ standard unicondylar knee replacement instruments. The surgery was completed successfully. After the case, the mako representative checked the femoral array and found it to move when a high torque was applied by hand to the array. This indicates that the array may have moved relative to the bone it is attached to during surgery, which could have caused the shift in the femoral registration.

Manufacturer narrative:
The malfunction occurred during use of the product, surgeon indicated that the surgery completed successfully.